Event description:
The pump shut off while on battery even though the battery indicator indicated a full charge. The pump was then plugged into ac power and ran successfully. There were no pt complications.